Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was provided with instructions to reset the pump, and after doing so, the malfunction code did not recur.